Event description:
Patient ID: (B)(6). It was reported that the superficial femoral artery (sfa) and the tibioperoneal (tp) trunk artery were treated during this case. The spartacore guidewire failed to cross the sfa and perforated the sfa on closure passage. The bleeding/perforation was also related to one of the dilatation catheters. There was no device deficiency related to the perforation. The perforation was treated with a covered stent and it resolved the same day. The 2.0x40 mm armada 14 balloon dilatation catheter was prepared correctly and met resistance with calcified anatomy during advancement to the tp. The armada ruptured with the first inflation at 14 atmospheres of pressure due to the calcium. There was no adverse patient sequelae or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effect of perforation of the vessel is listed in the percutaneous transluminal angioplasty (pta), armada 18 and armada 35/armada 35 ll instruction for use as a known potential adverse event associated with the use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.